Event description:
Information was received indicating that a smiths medical cadd solis vip pump would not prime and it alarms. There was no reported adverse event.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis due to alarming. Functional testing was performed. The customer's reported problem was confirmed. The pump was found to be displaying "41622" error code alarm message when a key "prime" button is pressed. No debris or broken components could be found of the issue. It's recommend that the motor be replaced.